Manufacturer narrative:
Investigation of this event determined the cause was operator error. No instrument malfunction was identified. The customer was reusing ise standards low and high. The observed difference for the sample might have been due to the customer leaving ise calibrator on board for long periods of time and then is recalibrating the ise with old up-concentrated calibrator. Ise standards low and high are for single use only as stated in the package insert. No adverse events were reported.

Manufacturer narrative:
The other assay related to this event is reported in medwatch report with patient identifier: (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) potassium results on their cobas 4000 c311 (serial number (sn) (B)(4)). The customer provided data for 16 patients, of which there was one discrepant results reported outside the laboratory. On (B)(6) 2011, the laboratory supervisor questioned a series of low test results and ordered all the samples from (B)(6) 2011 repeated. The repeat testing was performed on another c311 (B)(4) and issued as a corrected report. The patient's initial potassium result was 3.8 mmol/l. The repeat result 4.4 mmol/l. The customer was unable to provide information on whether there were any adverse affects from this event. The field service representative determined the cause of the event was the customer leaving the ise calibrator onboard the analyzer for long periods of time then recalibrating the ise electrode with the old calibrator. He instructed the customer to remove the calibrator after successful calibration and installing fresh calibrator when it's time to calibrate. Calibration and quality control were performed with passing results.